Event description:
Ms. (B)(6) maass reports that the patient experienced an allergic reaction after the splints were inserted. The following findings were noted the day after the aligners were inserted: swollen, reddened lips, corners of the mouth, and tip of the tongue. History: the patient has a pollen allergy and experiences significant work-related stress. The treating physician suspects a multifactorial allergic reaction. The patient has previously worn therapeutic splints without any issues. I have discussed everything with the treating physician for now. Currently, no further action is required on our part.

Manufacturer narrative:
Clearcorrect findings: a review of the case shows the patient has significant gum recession and several teeth with possible decay. The customer states "the patient has a pollen allergy and experiences significant work-related stress. The treating physician suspects a multifactorial allergic reaction. The patient has previously worn therapeutic splints (with a different company) without any issues." Customer care has reached out to the customer several times to obtain any medical records and additional information, however, there has been no response. Clinical evaluation: the complaint concerns red swollen lips, corners of the mouth and tongue tip on the day following the start of aligner wear. The clinical findings of several teeth with decay and significant gingival recession are of concern regarding the overall health of the dentition. The accompanying photos do not demonstrate the reported issues. Further, repeat requests to obtain more information, particularly resolution of the issues has not resulted in a response. It is noted that the patient has several medical issues and is under the care of a physician who suspects a multifactorial allergic reaction. Without further information, this complaint remains inconclusive.